Event description:
It was reported that the patient underwent a stenting procedure with placement of a xience stent in the circumflex (cx) artery. On (B)(6) 2012, approximately two weeks after the index procedure, the patient was re-hospitalized with chest discomfort. Cardiac catheterization was performed and noted thrombosis in the previously placed xience stent. Intravascular ultrasound noted that the stent was fully apposed to the vessel wall. Balloon angioplasty was performed and a non-abbott stent was implanted in the previously placed xience stent. It was reported that the patient had been taking plavix as prescribed. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.